Event description:
Additional information was received stating that the vns patient¿s device was not explanted but repositioned during the mastectomy. The device was programmed on.

Event description:
It was reported that the patient will undergo a left mastectomy due to breast cancer. The relationship of the cancer to vns is unknown. Clinic notes indicate that during the mastectomy, the generator would be moved away from the breast. The patient underwent left mastectomy as planned. Attempts to obtain additional relevant information have been unsuccessful to date.